Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to tibial loosening.

Manufacturer narrative:
Conclusion and justification status: the complaint states revision left knee joint replacement performed on (B)(6) 2017 at (B)(6) surgical centre. Primary tkjr done on (B)(6) 2002 for rheumatoid arthritis. In situ was a pfc size 3 cr femur (no ref/lot available), size 3 fb tibia (see ref/lot number above) and size 3 8mm cr fb tibial insert (no ref/lot available), patella was not resected. Revision today was due to tibial loosening. Femur was well fixed. The tibial tray was removed using osteotomes, flexible osteotome and nibbler. Minimal bone was loss with extraction. The following implants were implanted as per surgical technique: pfc sigma tibial tray fb modular cocr (1581-30-000 lot 8363564), pfc modular cemented stem 13mm x 30mm (86-6401 lot d13124031) and sigma tibial insert fb curved plus size 3 12.5mm (97-0452 lot 738488). Pre-existing conditions include cardiomyopathy, and rheumatoid arthritis in bilateral knees/hips/shoulders. A complaint database search did not identify any anomalies. A review of manufacturing records could not be conducted as no lot numbers were received. The devices were reviewed by bioengineering in (B)(6)-540106 which states; with regards to the insert (femoral bearing surface); no malalignment noted, a hood score for abrasion is clearly visible and present over 50%, hood score for deep scratching is 6+, hood score for pitting is 1 to 5, hood score for deformation/creep is yes. On the tibial bearing surface of the insert; a hood score for abrasion is clearly visible and present over 50% was given. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.